Event description:
Boston scientific crm received information that this right atrial (ra) lead was dislodged. As a result, the ra lead was successfully revised. Information was later received that this ra lead was explanted due to dislodgement.